Event description:
This case was initially received via (B)(6) ((B)(4)) on 05-oct-2017. This spontaneous case was reported by a consumer and describes the occurrence of back pain ("intense back pain"), breast cancer ("right breast cancer"), polyarthritis ("polyarthritis beginning"), fibromyalgia ("important fibromyalgia"), hemiplegia ("left side paralysis"), abasia ("unable to walk") and myocardial infarction ("myocardial infarction") in a female patient who had essure (batch no. 810882) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced polyarthritis (seriousness criterion medically significant), fibromyalgia (seriousness criterion disability), muscle atrophy ("muscle degeneration"), tendon injury ("tendon degeneration"), peripheral swelling ("upper and lower limbs swelling"), pain in extremity ("all limbs are painful") and pain ("intense pain throughout my body"). In 2011, the patient experienced breast cancer (seriousness criterion medically significant) and general physical health deterioration ("my health state worsened"). On (B)(6) 2017, the patient experienced myocardial infarction (seriousness criterion medically significant). On an unknown date, the patient experienced back pain (seriousness criterion medically significant), hemiplegia (seriousness criteria disability and medically significant), abasia (seriousness criterion disability), weight increased ("weight regain"), fatigue ("intense fatigue") and musculoskeletal pain ("left shoulder pain"). The patient was treated with surgery (rhizolysis for intense pain in back), surgery (for 2 months she was not able to walk so had to be in wheelchair, then back surgery), surgery (5 stents were placed in heart's arteries due to myocardial infarction), surgery (right shoulder operation) and surgery (right shoulder operation). At the time of the report, the back pain, breast cancer, polyarthritis, fibromyalgia, hemiplegia, myocardial infarction, weight increased, muscle atrophy, tendon injury, peripheral swelling, pain in extremity, musculoskeletal pain, general physical health deterioration and pain outcome was unknown, the abasia had resolved and the fatigue had not resolved. The reporter provided no causality assessment for abasia, back pain, breast cancer, fatigue, fibromyalgia, general physical health deterioration, hemiplegia, muscle atrophy, musculoskeletal pain, myocardial infarction, pain, pain in extremity, peripheral swelling, polyarthritis, tendon injury and weight increased with essure. The reporter commented: she had been under medical supervision by her cardiologist since she had myocardial infarction. She will have to undergo a magnetic resonance imaging (MRI) to check the left shoulder pain. The worsening of her health state had an effect in her cancer as it started on the same year. Her disability was classified as category 2. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-oct-2017: quality-safety evaluation of ptc. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 10-oct-2017 for the following meddra preferred term: back pain - the analysis in the global safety database revealed 376 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the consumer or regulatory authority is not possible. Company causality comment. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.